Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the charged coupled device (ccd-unit) becoming damaged while the user was handling the device which led to occurrence of the suggested event. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite bronchovideoscope relayed a scope communication error to the monitor and the remote switch would freeze frequently. The issue was identified during reprocessing. The customer reported the patient procedure was completed with a similar device and there were no adverse effects.this report is being submitted for the scope communication issue.

Manufacturer narrative:
The device was returned for evaluation. During testing, the customer's report of switches freezing was not confirmed. However, testing showed a communication error occurred (e315 error code) and no image was relayed to the monitor. Inspection showed the control unit was dirty and rust was present. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.